Event description:
It was reported that the access line of a prismaflex st100 set became disconnected and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed that the access post pump line was disconnected from the support plate, which allowed the leakage event. A non homogenous mark of solvent on the tubing was also visible in the photo. The lines of the set are assembled by operators during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the disconnection was determined to be related to the inadequate volume of solvent applied during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.